Event description:
Customer reported that one of the y-sites became broken resulting in the pt losing four units of blood. The pt called the nurse when their vision became blurry and they started feeling dizzy. Reportedly, the nurse helped the pt to the bathroom one hour before the incident had happened. Per clinician, pt was back in bed at approx 7:30 pm and the incident occurred between 8:20 pm and 8:40 pm, after nurse had left pt's room. When asked whether it was possible for the pt to get out of bed by themselves, clinician denied that they could so. Per the clinician, the pt required assistance from two people and walker to get out of bed. Next, clinician stated that intravenous (IV) set was connected to a percutaneous sheath IV catheter with side port. Per clinician, the affected set was immediately replaced and hemoglobin and hematocrit levels were drawn every few hrs. In addition, the pt was reported to have received three units of blood but was typed and cross matched for four units. Clinician stated that pt was transferred to another facility within 24 hrs of the reported event. Reportedly, pt's physician status did not return to baseline level prior to transfer.